Manufacturer narrative:
Additional information: section g - date received by manufacturer; type of report. Section h - device manufacture date; evaluation codes. The cls remains implanted. The root cause of the pain and burning sensation at the cls implant site cannot be definitively determined; however, the patient¿s lean physique may have contributed to the reported event. The evoke scs system surgical guide states "the risks associated with the implantation and use of a spinal cord stimulation system include temporary or persistent post-surgical pain at hardware implantation sites and the patient may require surgery (including revision, explant, and replacement) as a result.¿

Event description:
A patient implanted with an evoke spinal cord stimulation (scs) system reported pain at their evoke closed loop stimulator (cls) implant site in certain postures. It was also noted that the patient had a lean physique, which may have contributed to the reported pain. A revision procedure was performed, and the cls was repositioned to resolve the reported event.

Manufacturer narrative:
Investigation of this event is in progress. Once the investigation has been completed, a supplemental report will be submitted.